Event description:
It was reported that when connecting the lead to the pacemaker (pm), the lead fell out even though the device was tightened with a torque. A new pm was implanted, and the procedure was completed successfully.